Event description:
New information obtained from the dealer (B)(6) 2015 - no issue with the joystick, the cables were mixed up. The va had another vendor come in and assemble the chair correctly. The replacement joystick was returned to invacare. No malfunction of the product, no user involvement as the chair had not yet been delivered. There is no malfunction or serious injury alleged; therefore, this is not an FDA reportable event. This brand new chair would not power up, dealer put brand new batteries on chair and it still would not power up. Dealer troubleshot with tech and they determined the joystick was bad.

Event description:
This brand new chair would not power up, dealer put brand new batteries on chair and it still would not power up. Dealer troubleshot with tech and they determined the joystick was bad.

Manufacturer narrative:
Initial mfg report # 1525712-2015-01679 was submitted to the FDA on 03/10/2015. Additional information obtained from the dealer indicates that there was no malfunction of the product, was an assembly error that the va has had corrected. This is not a reportable event.